Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 233 mg/dl at the time of the call. The customer was used food to treat. The customer experienced symptoms such as disorientation and shakiness. The customer was wearing the insulin pump during the incident. The customer also had a high of 262 mg/dl which they used the pump to treat. The customer stated that the pump gives more and sometimes less insulin than it should, causing lows and highs. Troubleshooting was completed. The customer was also using the recalled sets. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test. All operating currents are within specification. The device functioned properly. No unexpected low battery or off no power alarms noted. The device passed functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No delivery anomaly was noted during testing. The device was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.